Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Analysis on (B)(6) found that the lead was returned in 6 pieces. Clavicular crush damage was noted on one of the pieces. On (B)(6) the analysis for the 7th piece exhibited clavicular crush damage. (B)(4).